Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a handle error. Further information was provided that the device experienced a defibrillation test failure. There was no adverse patient impact reported.